Event description:
Device malfunction: possible mislabeling. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpacking of the device, it was noted that the rx vision 3.5 x 23 mm seemed to be shorter than labeled. On the paper package and on the sterile plastic package, it was labeled as 3.5 x 23 mm, but on the device itself, it was labeled as 4.0 x 12 mm and lot #9082041. The packages were sealed when the device was removed from the package. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the proximal balloon seal. There were three kinks in the distal shaft, 5.5, 11, and 16cm distal to the guide wire exit notch. There was no other damage noted to the sds. The sds was returned rolled up inside the opened pouch. The part number and lot number in the pouch and chipboard box matched; part # 1007843-23, lot # 9082141. The size and lot # on the hub did not match the pouch and chipboard box; 4.0 x 12 lot # 9082041. The insert card on the coil dispenser is for a 3.5 mm sds. The balloons working length was measured and met manufacturing criteria. The outer diameters of the stent implant were measured and met manufacturing criteria. A new indeflator, filled with water, was used to pressurize the balloon to rbp, 16 atm. The balloon held pressure without any leak or tear noted. Product performance engineering reviewed the incident information and analysis of the returned product, which is consistent with the reported information that the product was not used. Analysis also noted three kinks in the distal shaft distal to the guide wire exit notch. This damage was not originally reported and is likely a result of handling of the product during packaging and shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported mislabeling. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. A query of the complaint handling database was performed and there have been no other incidents reported for this lot. Further evaluation determined that a 4.0 x 12 mm vision sds lot (1007850-12/9082041) was manufactured on line 2 during 8/25/2009-8/26/2009 and matches the lot number labeled on the hub of the returned device. It was also determined that the part and lot numbers (1007843-23/9082141) labeled on the returned tyvek pouch and chipboard box match a lot that was also manufactured on line 2 and packaged on 8/26/2009. It is possible that a 4.0 x 12 mm vision unit was inadvertently packaged with a 3.50 x 23 mm vision lot and was mislabeled. A query of systems applications and products (sap) indicates that no units from the 4.0 x 12mm vision sds lot (9082041) were shipped or sold to this account in germany, but there is record of units sold from the 3.50 x 23 mm vision sds lot (9082141) to this account. Based on this evaluation and the reported information that the packaging was sealed prior to removal from packaging, manufacturing will be notified of this mislabeling for further investigation. Product performance engineering will monitor the incident circumstances.